Manufacturer narrative:
Pending investigation. D10: 300-01-15 equinoxe humeral stem std 15mm, 300-10-15/45 equinoxe replicator plate, unknown equinoxe primary torque screw, 310-01-47 equinoxe primary humeral head 47mmx18mm 77082007, unknown equinoxe cage glenoid implant.

Event description:
As reported, the patient has had many previous surgeries on their right shoulder, starting with scopes and then a hemi arthroplasty that was converted to a equinoxe primary total shoulder. The patient was never satisfied with their shoulder outcomes and reported pain, stiffness and decreased motion. The patient presented to the surgeon's office with these complaints. The surgeon scheduled the patient for revision primary total shoulder to competitor reverse shoulder arthroplasty. The surgeon anticipated the implants being loose. The patient was revised and the surgeon removed the equinoxe primary implants and glenoid anchors. He cultured and irrigated the joint/wound and reimplanted the competitor reverse tsa construct. The patient left the or stable. There was no reported breakage of a device or surgical delay/prolongation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3, h6 component code, type of investigation, investigation findings, investigation conclusions the following sections were corrected: d1, h6 clinical code and problem code h3: the pain and subsequent revision reported cannot be confirmed from the information provided but may be the result of component loosening leading to a loss of range of motion as reported. However, the reported glenoid loosening, humeral loosening, and decreased range of motion cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and relevant product information was not provided.